Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 an ICD shock was given for ventricular tachycardia, generator at end of life approximately on (B)(6) 2019. No further information was provided.

Event description:
Additional information reported that the cause of the arrhythmia was identified as the end of life for the implantable cardioverter-defibrillator (ICD). The ICD was replaced, and the patient had no further ventricular tachycardia. The patient was discharged on (B)(6) 2019 and was stable at home.

Manufacturer narrative:
Section a2: correction. Sections a4, b5: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section d4, h4: additional information. Manufacturer's investigation conclusion: the heartmate 3 lvas IFU, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. A specific cause for the report of ventricular tachycardia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.